Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the 2244097 and 2332036 lot codes. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no further conclusions with the information provided. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 11/20/2014 - litigation papers received. Litigation alleges pain, permanent physical injuries, disfigurement, and elevated metal ion levels. The adapter sleeve is being added to the complaint. Invoice was located for part/lot and doi. Doi will be updated. There is no new additional information that would affect the investigation. The complaint was updated on: 12/15/2014.

Event description:
Sales rep reported revision surgery. Patient has been revised to address pain.